Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, and a linear opening on the posterior side. A leak test and microscopic analysis were performed which identified a crease smooth opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported a right side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Additionally, patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety-product/procedure.

Event description:
Healthcare professional reported a right side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Additionally, patient reported right side deflation. Device has been explanted.